Manufacturer narrative:
The lead is in use for treatment. The lead remains implanted for approximately 3 years, 5 months and will not returned for analysis, therefore, the clinical observation cannot be confirmed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections before shipping to the customer. Per qa procedure physique in-process & final inspection: inspection includes 100 % inspection for the following: length measurement, distal spacing is measured, checking the electrical dc resistance on leads from ring to ring, pin to green filars at tip and pin to ring, pull test on connector to insure connector is still intact, verify welding, "d" dimension on is-connector is measured. Stylet insertion and withdrawal: verify that the proper length of screwdriver or round end stylet can be inserted freely into the lead all the way to the tip and withdraw freely from the lead. A final cosmetic inspection is done on the whole lead from proximal end to distal end under 10x magnification. Final qa inspection is done on the work order for insertion/withdrawal force test on the is-1 connector. For lot size quantities of 20 or less the first and last serial numbers are tested. For lot size quantities greater than 20, select the first serial number, every 20th serial number and the last serial number of each work order. The physique instructions for use (IFU) informs the user: adverse effects: lead related problems include, but are not limited to - fracture, possible result, periodic or continued loss of sensing and/or pacing. Precautions: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopy. Caution: with endocardial leads after fixation, the stylet must be removed before the lead is connected to the pulse generator. If the stylet remains in the lead, coil fracture and perforation of the heart may result. Product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported the notifier declares a defect in the product oscor brand atrial probe (physique 44, sn biv68496) implanted on 13/04/2016, with discovery of a fracture of this probe during the consultation of 12/09/2019. Corrective actions, solve the problem by changing the pacemaker programming. Additional information has been requested.